Event description:
As reported by our french affiliates, during a tavr procedure, the balloon aortic valvuloplasty (bav) was performed without issue. While deploying the valve, the balloon burst at the end of deployment. The valve was positioned 60/40 aortic/ventricular (a/v) and landed 70/30 a/v. The valve was considered correctly deployed and there was no consequence to the patient. The device was retrieved in one piece. It was perceived that the balloon burst was due to massive calcification. The patient¿s native annulus was 20.7 mm by CT scan. The annulus was very calcified.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned device revealed a longitudinal tear on the balloon. Light scratches on the balloon were also observed. No other visual abnormalities were noted. Due to the condition of the returned device, no functional testing was conducted. However, dimensional measurements of the balloon single wall thickness were performed at the proximal, middle, and distal section of balloon and yielded acceptable results. The data met specification. Transcatheter delivery balloon burst complaints have been previously investigated and documented in a technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The device undergoes multiple 100% inspections during manufacturing that would have detected this failure if it were present during manufacturing. These inspections make it unlikely the burst was there prior to shipment. The complaint of balloon burst was confirmed on the returned device; however, no manufacturing non-conformities were identified. Dimensional inspection yielded acceptable results. The complaint description states, ¿the balloon burst due to massive calcification.¿ light scratches observed on the balloon also are indicative of contact with calcification. Therefore, it is suspected that the reported event was most likely due to patient factors (severe calcification). Due to no manufacturing non-conformances or IFU/training/labeling inadequacies identified in the product evaluation, and the complaint history for this trend category did not reveal that the occurrence rates were over the control limits for september 2014, a corrective or preventative action and pra are not required.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and documented in a technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s extremely calcified annulus was the cause of the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.